Event description:
Customer's mother reported her son's bg was "high all day," ranging from 293 to 426 mg/dl. Upon removing the pod, she noticed "the needle had never retracted." They activated a new pod and administered correction boluses and bg began to decrease. The pod was "dismantled" and "in pieces" and therefore, not returned for investigation.

Manufacturer narrative:
The customer stated that the needle mechanism did not properly retract back into the pod. This indicates that the needle mechanism failed to function as designed. Since the pod was not returned for evaluation, however, no malfunction can be confirmed. The omnipod user's guide warns to "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result." As reported, the customer noticed the needle mechanism had not retracted by observing through the cannula window. This prompted the user to monitor their bg levels closely and react quickly and appropriately to any issues. Product lot qualification records were reviewed and determined to have met all acceptance criteria.